Event description:
It was reported that the patient faced hyperglycemia event on 15-mar-2026. The patient bought down the high blood glucose by taking pump.

Manufacturer narrative:
E1: name- (B)(6). Street-(B)(6). City- (B)(6). State- (B)(6). Zip code- (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.